Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. A "service required" code related to the internal battery and power management was found in the ventilator's downloaded error log.